Manufacturer narrative:
Non-target delivery of sir-spheres microspheres resulting in gastritis is a recognized potential complication/adverse event of this therapy. A comprehensive device history record review was performed for this product batch and did not result in any abnormal findings related to the manufacturing process. There is no evidence to suggest that the device malfunctioned or was not used as intended. We have reached out to the treating physician for additional information and will provide an update if/when this information becomes available.

Event description:
Post procedure imaging showed that a significant portion of the treating dose was delivered to patient's spleen and stomach. Patient experienced nausea and pain after the procedure. Patient is doing well now.